Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path of the device. There was no report of medical harm or intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This report is being submitted to provide the device evaluation findings, update the related fields, and include the product UDI. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During the evaluation, the device was visually inspected, and no evidence of foam degradation was found. In addition, no error codes were found in the error logs, and no repairs were performed.